Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing due to physical issue) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector, and the guide pins were bent. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor

Event description:
A us distributor reported that a monitor cannot run detect and treat testing due to physical issue.